Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture in the left ventricle lead. A chest x-ray was performed and it was noted that the lead tip had dislodged. The lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.